Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 1 event was reported for this quarter   . Product return status : 1 device was received for evaluation.   Evaluation status : 1 event was confirmed during testing, - 1 device was found to be affected by trigger corrosion. Product disposition : 1 device was repaired and returned to the user facility.            Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on; 1 event had no patient involvement; no patient impact.